Event description:
During a follow-up, the capture threshold was high due to dislodgement of the right ventricular (rv) lead. X-ray was performed and the rv lead dislodgement was confirmed. During the revision procedure, the helix of the original rv lead would not extend. The rv lead was explanted and replaced and the patient was stable.

Manufacturer narrative:
As received, a complete lead was returned in one piece with the helix bent/stretched and clogged with blood/tissue. The reported event of helix would not extend was confirmed. X-ray examination found the inner coil in the connector region to be over torqued. The helix mechanism test was unable to performed due to the condition of the helix as received. The reported event of high threshold was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies with the exception of damages consistent with those occurring at the time of procedure.